Manufacturer narrative:
(B)(4). Date sent: 2/15/2024. D4: batch#: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during esophagoscopy transoral with diverticulectomy; after the procedure the patient was complaining of severe chest pain. The surgeon believes that the 35mm reloads failed and caused the esophagus to perforate. There were no patient consequences reported.